Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The reporter called for a replacement device due to suspected delivery issues. There was no serious injury or medical intervention associated with this event.